Event description:
Implant loss, diabetes mellitus, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, immediate implantation, inflammation, mobility.